Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 31mg/dl. The customer treated with juice. Customer indicated that their blood glucose value was 76mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin and customer indicated of needing assistance with the meter. Troubleshooting provided assistance with the meter. Customer declined further troubleshooting. Customer was advised to monitor the pump and blood glucose and call back if any further issues.